Manufacturer narrative:
Additional information was received that the patient underwent a surgery to retrieve the fragment that was left inside the body after her previous explant procedure. The patient was doing well following the procedure. Sc-1110-02 / serial # (B)(4) device evaluation indicated that the returned ipg passed visual, electrical, performance and operational tests performed. The ipg exhibits normal device characteristics. Sc-8120-50 / serial # (B)(4) device evaluation indicated that the returned lead passed the photographic imaging test performed. The complaint was confirmed. Visual inspection revealed that electrode # 8 is missing from paddle end of lead. The root cause of missing electrode # 8 is unknown.

Event description:
A report was received that the patient was to undergo MRI post explant; however, she was not able to proceed due to a small contact left in the epidural space after the explant procedure and it was confirmed by x-ray. The patient will have a surgery to remove the single contact.

Event description:
A report was received that the patient was to undergo MRI post explant; however, she was not able to proceed due to a small contact left in the epidural space after the explant procedure and it was confirmed by x-ray. The patient will have a surgery to remove the single contact.